Manufacturer narrative:
The device was returned for evaluation. Returned product consisted of a nc quantum apex balloon catheter and nc quantum apex shelf box. The batch number on the returned packaging and catheter matched the reported batch number. There was blood in the inflation lumen. There was a complete circumferential balloon tear 3mm from the proximal balloon bond. The inner shaft was stretched and detached distal of the balloon separation. The inner shaft material was jagged. The distal portion of inner shaft, markerbands, distal portion of the balloon and distal tip were not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at an unspecified pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at an unspecified pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).